Manufacturer narrative:
Note: the customer returned one fios obturator from ctf73, 12 x 100 mm kii fios z-thread, a sleeve from either the ctf73 or cts22, 12 x 100 mm kii sleeve z-thread, and a rubber fragment from the seal. Since one sleeve was returned and the ctf73 (lot 1276794, manufacture date 08/25/2016, expiration 08/25/2019, (B)(4) and cts22 (lot 1273700, manufacture date 06/24/2016, expiration date 06/24/2019, (B)(4) share identical sleeves, the exact product used in this event could not be determined. The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Appendicitis - "during procedure a black rubber piece was found in the patient, size approx 0,5x0,5cm. After investigation of the seal house they found that it was missing from the universal sealing, not the duckbill. They were using two 12x100mm, (cts22 (lot 1273700) and ctf73) and 5mm, but are not sure from which of the 122 mm trocars the piece came from. They were using a bipolar instrument, clip applier [competitor], [competitor's tissue bag retrieval system], scissor and [forceps]. The nurse have both trocars in his office and are waiting for pickup of the items." Patient status - no patient injury.